Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was reported that during the clinical visit interrogation of the device found premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.